Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate and remained static. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer changed the cartridge to resolve the issue.